Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes blood draw was insufficient due to negative pressure. This occurred two times the following information was provided by the initial reporter: on (B)(6) 2023, the patient was given intravenous injection as directed by the doctor. Collecting blood routine and erythrocyte sedimentation rate monitoring, the specified collection standard was not reached during the collection process. The reason was found to be insufficient negative pressure in the blood collection tube. Insufficient collection standards will affect the test results. The blood collection tube was replaced immediately. It was found that the negative pressure in the blood collection tube was still very small. , resulting in insufficient collection volume, which did not affect the test results and did not cause direct harm to the patient.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred retention samples were visually examined, and no issues were observed related to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes blood draw was insufficient due to negative pressure. This occurred two times the following information was provided by the initial reporter: on (B)(6) 2023, the patient was given intravenous injection as directed by the doctor. Collecting blood routine and erythrocyte sedimentation rate monitoring, the specified collection standard was not reached during the collection process. The reason was found to be insufficient negative pressure in the blood collection tube. Insufficient collection standards will affect the test results. The blood collection tube was replaced immediately. It was found that the negative pressure in the blood collection tube was still very small. , resulting in insufficient collection volume, which did not affect the test results and did not cause direct harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.